Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high"; although a specific value was not provider. Bg was addressed via a correction bolus. The customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined to upload pump data for tandem technical support to review.